Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic hepatectomy, the cartridge was broken off during the third firing on the liver. The sleds of the cartridge came off in the abdominal cavity. The tissue was not unusually hard and after firing, the knife returned automatically and the staple line was fine, so the surgeon judged the firing to be successful. However, the surgeon found an orange part of a cartridge and removed it via the trocar. He checked all used cartridge, then noticed one was broken. He said that he did not clamp other devices on firing. There was no bleeding or leakage. No problem occurred with the same device when another cartridge was fired before/after the event. The fallen parts were retrieved and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient and patient is stable. No further information is available.